Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reports feeling sick and dizzy as well as having breathing difficulties. As treatment, the patient reports administering boluses. The patients pod was removed prior to going to the hospital. Once at the hospital the patient was placed on an insulin drip as well as another medication and admitted to the intensive care unit (ICU). The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was downloaded. Device data generated an 0x29 auto off alarm, indicating the user did not acknowledge a programmed alert. The auto off alert is an opt-in feature of the system which does not indicate a device failure. No damages or defects were found that would indicate any struggle to deliver insulin.